Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During insertion of the triclip steerable guide catheter (tsgc) the (non-abbott) guide wire advancement became looped while in the femoral vein - iliaca communis. This was not immediately identified, the guide was retracted, the loop was then straightened and the tsgc was inserted into the right atrium. The patient experienced hemodynamical instability and adrenalin injections were administered. The patient stabilized and the procedure continued. A triclip xtw was successfully implanted on the anterior/superior center position. The tr was decreased from grade 1-2. The patient worsened hemodynamically again, the tsgc was retracted. An angiography was preformed and identified a vessel perforation. The patient required resuscitation efforts, medication, blood and plasma was administered. The vascular surgical team repaired the vessel through a sew over. The procedure was discontinued, the patient recovered hemodynamically.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the perforation of vessels, cardiac arrest and hypotension was unable to be determined. The reported patient effects of perforation of vessels, cardiac arrest and hypotension, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported medication required, surgical intervention, and unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.